Manufacturer narrative:
Unit had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error alarm due to unresponsive button. Motor passed motor test.

Event description:
Customer reported via phone call that the insulin pump had motor error. The customer blood glucose level was 85 mg/dl. The customer was assisted with troubleshooting. Customer states drive support cap appears normal. Customer states insulin pump did not expose to high magnetic field. Customer did not report motor position encoder error alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated the insulin pump alarms contains more than one motor error alarm within the last 30 days. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.